Event description:
Edwards received notification of a pascal precision procedure in mitral position where during procedure there were issues to advance the implant catheter (ic). Device functions were normal during device preparation. Patient had a very small left ventricle which is why gaining height and flex in the guide sheath (gs) was necessary. It was a challenging case over all. Steering down to the valve was done as usual and once the device was positioned, physician was unable to move the implant system (is) forward. Resistance was felt and it seemed the is was stuck. The system bowed in fluoro as the physician attempted to advance the ic. After checking the clasps to understand the cause of the problem it was possible to move the clasps, but just very slowly and friction/resistance was felt by the physician. Additionally, after solving the stuck-is-problem through several attempts of clasp movement and is advancing maneuvers it was possible to move the is as usual. Clinical specialist was not sure what the exact sequence of manipulation freed the device, but it was noted that a combination of implant opening/closing and cycling implant clasps mitigated the inability to advance the ic. After system was advanced, the device was noted to function as normal and physician was able to obtain the correct trajectory to capture the leaflets which included the ability to rotate the implant. However, the clasps did not work properly despite resetting in left ventricle and numerous attempts to make them mobile again. The anterior clasp was just lowering very slow and posterior one was moving normal. Proper grasping was not possible due to the slow movement of the clasp. The physician decided to bailout. During bailout it was not possible to get the device back into the gs as usual. It was noted that the implant was unable to fully elongate with the clasps down, and implant remained in the diamond shape configuration when the actuation knob was turned to hard stop. Even if the distance between the steerable catheter (sc) and the ic was maintained. Unusually, a lot more pull was necessary to somehow get the more or less elongated device into the gs (more pulling resulted in a stronger closing of the device). In the end it worked but it was not a normal bailout maneuver. The guide sheath was also replaced. A good result was achieved with the second p10 device. Initial mr was 3 or 4 and final mr reduction was 1.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : not returned yet.

Manufacturer narrative:
Investigation findings code in h6 is: malfunction observed without conclusive finding. Unable to orient /advance/ retract implant was confirmed empirically based on the observations made by the cs. Evaluation of the returned device during pre and post deco evaluation had no issues with advancing or retracting or rotation of the implant catheter with respect to the steerable catheter. Difficult to engage on leaflets was confirmed during benchtop testing of the returned device at room temperature pre and post deco evaluation. The clasp with light grey slider was noted to have a delayed response during actuation and was unresponsive at times. The issue was resolved when the device was submerged into a warm water bath at 37 degree celsius. Unable to elongate implant to reposition was confirmed empirically based on the observations made by the cs. Evaluation of the returned device during pre and post deco evaluation had no issues with fully elongating the implant in both benchtop and water bath environmental conditions. No manufacturing non-conformities were found in the returned sample or identified from the imaging evaluation. Available information suggests that the scenario of pulling the implant proximal spacer into the steerable catheter during the procedure may have contributed to the reported events. However, a definite root cause is unable to be determined.